Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device implant procedure on (B)(6) 2021. During the procedure, it was noted that the patient experienced cardiac tamponade and cardiac perforation due to right ventricular lead manipulation. The lead was removed. The patient was in recovery.

Manufacturer narrative:
Correction: h6 investigation conclusions should be 4315 - cause not established.